Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2022-04887. Citation: https://doi.org/10.1007/s00464-021-08769-4.

Event description:
Title: sleeve gastrectomy with transit bipartition in a series of 883 patients with mild obesity: early effectiveness and safety outcomes this single-center retrospective analysis of prospectively collected data aimed to investigate early safety and effectiveness outcomes of sg + tb for weight loss, comorbidity reduction, and nutritional stability in mildly obese patients. Between 2015 and 2019, 883 patients (516 were females; mean age 51.8 yrs, bmi 34.1 ± 5.0 kg/m2; of asian or caucasian descent) who underwent sleeve gastrectomy with transit bipartition (sg + tb) were included. In all patients, the entire sg stapler line was imbricated in seroserosal fashion with 3/0 non-absorbable prolene® sutures. The gastro-ileal anastomosis and ileo-jejunostomy was performed using medtronic's device, a 45-mm tri-staple¿ and 60-mm white cartridge, respectively. Stapler introduction sites were closed with 3/0 prolene sutures in a single-layer continuous fashion. Peterson¿s defect and ileo-jejunal meso defects were closed with 2/0 prolene sutures in a continuous fashion. Port sites > 10-mm wide were closed with vicryl® 1/0 sutures using the endo close¿ device (medtronic, minneapolis, mn). All patients were followed postoperatively at 1, 3, 6, 9, and 12 months by the surgeon and nutritionist. Reported complications include intraoperative small bowel perforation in the ileum (n=1) which was repaired during the procedure, intraoperative grade-1 splenic injury (n=1) which was managed by electrocauterization and surgicel® placement. Early onset complications (1 month of surgery) are the following: hernia at port sites (n=2) which was repaired laparoscopically at 6 months with prolene mesh, incisional dehiscence (n=1) requiring early incisional repair under local anesthesia, bleeding (n=12) requiring reoperation (controlled laparoscopically) in 2 cases or transfusion/conservative treatment in 10, intestinal sub occlusion (n=15) which was treated conservatively in hospital for 10 days, diarrhea (n=25) managed with probiotics and treated conservatively, and foul smelling stools (n=15). Late onset complications are the following: marginal ulcer (n=3) at 12-month follow-up which were successfully resolved with conservative treatment, anastomotic stenosis (n=10) at 6 months follow-up which was succesfully treated by endoscopic balloon dilatation in 8 cases while 2 required reoperation where the anstomosis was revised (one by laparoscopy and one by laparotomy), and gastrointestinal bleeding (n=1) which was treated successfully by endoscopic clipping at the antrum. In conclusion, in a series of 833 lower-bmi patients who underwent sg + tb and were followed through 12 months (73.2% follow-up), significant weight loss, comorbidity reduction, and nutritional stability were attained with few major complications and no mortality.